Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC leaked somewhere on the catheter body. Chg/alcohol was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. The PICC was not difficult to secure and was secured with steri strips and a large dressing. The PICC was inserted (B)(6) 2014 in the leg. Each line was flushed on a regular basis using a 10cc syringe. An alcohol swab on hub was used to clean the device. The catheter tubing was not being cleaned. The PICC was removed (B)(6) 2014. The device was replaced with a midline in the head. The status of the pt is good.